Event description:
Ms. (B)(6). Suffered serious injury requiring surgical intervention, using an FDA grading of injuries resulting from the use of a malfunctioning medtronic / covidien surgical stapler. Her injuries include anastomotic leak within 4 days of surgery causing: life threatening injuries (intensive care treatment, sepsis, acute kidney failure, extended five week-hospitalization), and subsequent surgeries to correct any injuries. Ref reports: mw5162319, mw5162321, mw5162322, mw5162323.